Event description:
It was reported that the caller stated they were getting an alarm 14 (probe out of range) and were unable to start therapy. Neither the esophageal nor the rectal probe worked on the arctic sun device, but they worked on the bedside monitor. Explained they will need to replace the temperature in cable. They do not believe there were any other arctic sun device in the hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they were getting an alarm 14 (probe out of range) and were unable to start therapy. Neither the esophageal nor the rectal probe worked on the arctic sun device, but they worked on the bedside monitor. Explained they will need to replace the temperature in cable. They do not believe there were any other arctic sun device in the hospital.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Neither the esophageal nor the rectal probe worked on the arctic sun device, but they worked on the bedside monitor. Explained they will need to replace the temperature in cable. They do not believe there were any other arctic sun device in the hospital. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.